Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced scan errors when attempting to start a newly applied freestyle libre 3 plus sensor, with multiple unsuccessful scans and no response until they were advised to restart the ilet and the phone, consistent with intermittent communication failure involving the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information they provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.